Manufacturer narrative:
Evaluation in progress; no conclusion can be made at this time. Upon completion of the evaluation, a follow up supplemental report shall be submitted.

Event description:
During placement of a pedicle screw for lumbar fixation, the surgeon experienced difficulty reducing the rod at the l4-l5 level. Subsequently, the surgeon noticed the screw was separated. The screw was removed and replaced intraoperatively.

Manufacturer narrative:
The returned device was evaluated and the reported event was confirmed. The returned device displayed visual indications of use in a manner that exceeded the strength of the assembly. Units from inventory were inspected and were found to meet specifications. A review of the DHR found the product met release requirements.